Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per the DHR (device history record), the product et tube, uncuffed, 2.5, lot #01h1300080 was manufactured on 08/15/2013. The DHR investigation did not show issues related to complaint. A document assessment was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges having difficulty in passing a suction catheter through the endotracheal tube. The patient was extubated and placed on non-invasive ventilation. No patient injury or harm to the patient.